Manufacturer narrative:
(B)(4). (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. The fracture analysis reveals reveal plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. The self-retaining screw driver lock and self-retaining screw driver handle were functioning as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the viper prime set screw insert fracturing its tip could not be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018. All viper prime set screw driver tips were worn prior to use on patient and there was difficulty in assembling nav drivers with grub screws. Drivers were difficult to assemble. Whilst disassembling driver, scrub nurse could not undo grub screw. After case technician tried to unlock screw on driver, distal tip of driver broke off in grub screw. Unable to use driver, stylet driver and set screw driver. Action taken: opened second driver tray. 5 minute delay to procedure. No ae to patient.